Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to the diabetic ketoacidosis. Customer's blood glucose was 200 to 300 mg/dl. Customer was treated with the manual injection and insulin pump. Insulin pump will not be returned for analysis.